Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 25) occurred with multiple cartridges. Reportedly, the customer's blood glucose levels ranged from 122 (mg/dl) to 400 (mg/dl). During troubleshooting with tandem technical support the customer was able to reload a cartridge successfully, and continued to use the pump for insulin therapy.